Event description:
It was reported that the patient presented for magnetic resonance imaging (MRI) scan. The MRI staff requested the pulse generator reprogramming for MRI compatibility. The device was set to ventricular pacing only mode at 85 beats per minute providing 100% pacing support during the scan. During the MRI the patient became unstable, coded, and resuscitation was attempted. The patient later expired; there is no allegation at this time that the that the generator or right ventricular (rv) lead malfunction contributed to the patient¿s death.